Event description:
The pt reported that he was admitted to the hospital on (B) (6) 2009. He stated that an e4 (occlusion) error and a8 (bolus canceled) were displayed that morning and he changed the insulin cartridge, adapter, infusion site and tubing. He was unable to clear the e4 and his blood glucose elevated to 24 mmol/l (432 mg/dl). He did not have a backup form of insulin delivery and he drove to the ER. No further info was provided. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The infusion device was requested to be returned for evaluation.

Manufacturer narrative:
This incident occurred outside of the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.